Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, posterior repair, paravaginal repair and extraperitoneal vaginal vault suspension.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent laparoscopic bso, vaginal enterocele repair with posterior repair, placement of tutoplast biologic graft in posterior vaginal wall, and cystoscopy on (B)(6) 2010 due to mesh erosion, vaginal prolapse, and persistent ovarian cyst. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat uterovaginal prolapse, cystocele and rectocele and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011 due to mesh erosion, vaginal prolapse, and an ovarian cyst. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/20/2017. (B)(4). It was reported that following insertion the patient experienced bleeding, mental anguish, no intercourse, urinary frequency, urgency, urinary incontinence, and urinary tract infection.